Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 may 2023, a 31mm epic stented valve was implanted into the tricuspid valve. On (B)(6) 2025, tricuspid valve regurgitation was observed; liver and cardiac function were also found to be deteriorating. Of note, heart failure management "proved challenging." On (B)(6) 2025, redo tricuspid valve replacement was performed. The epic valve was explanted. Upon explant, two out of the three leaflets appeared "contracted, suggesting possible leaflet dysfunction." A new 29mm epic stented valve was implanted as the replacement. The patient was reported to be intubated in the intensive care unit.

Event description:
N/a.

Manufacturer narrative:
Explant approximately 2 years and 3 months post-implant due to tricuspid valve regurgitation, deteriorating liver and cardiac function, and heart failure. The valve was returned to abbott for investigation. The outflow surface was unremarkable. The inflow surface had fibrous pannus ingrowth over the commissures which tether the cusp in a retracted, open position. The inflow surface had fibrous pannus ingrowth over the commissure shared with cusp 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported tricuspid valve regurgitation appears to be related to the fibrous pannus formation at the inflow surface over the commissures, which tethered the cusp. However, the cause of the pannus formation could not be conclusively determined. The reported patient effect of heart failure appears to be a cascading effect of the tricuspid valve regurgitation. The reported off-label use is due to implanting the epic mitral valve into the tricuspid valve. The reported hospitalization and surgical intervention were results of case-specific circumstances as the valve was explanted and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), "epic¿ valves are indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. Epic valves may also be used as replacements for previously implanted aortic and/or mitral prosthetic heart valves."